Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow-up. Upon device interrogation, an alert for low impedance on the right ventricular lead was observed. Noise was also noted during isometric testing. The device was reprogrammed and the lead remained implanted.